Event description:
It was reported by sales manager, "the patient ((B)(6)) had a gamma3 nail implanted in the right leg on (B)(6) 2013, for a pertrochanteric fracture. Patient has type2 diabetes and is insulin dependent. Patient mentioned that in (B)(6) approx. 4 months after the surgery, while he was driving, the implant apparently had fractured. He was not able to step down on his right leg after coming out of the car. In the hospital the x-ray revealed a fracture of the gamma3 nail in the lag screw hole region and displacement of the fracture fragment with an unhealed fracture. The patient is currently admitted to the hospital for revision surgery. It is further reported that the extraction surgery is expected to take place on (B)(6).

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail broke initially at lateral on the anterior bridge due to an overload. Than the breakage run step by step from lateral towards medial (fatigue fracture). After approx. The half of both bridges was broken the breakage run quicker and ended in a spontaneous fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants. The patient¿s height and weight indicate that the patient is most likely obese. Furthermore the surgeon reported an unhealed bone; a delayed union cannot be excluded. If the patient¿s diabetes had an effect to the insufficient bone healing was not reported but can also not be excluded. All facts indicate that the nail broke due to a fatigue fracture; most likely caused by patient conditions (combination of insufficient bone healing and postoperatively loads). Delayed unions, postoperatively loads and obesity are listed as adverse effects in the IFU. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported by sales manager, "the patient ((B)(6) years old) had a gamma3 nail implanted in the right leg on (B)(6) 2013, for a pertrochanteric fracture. Patient has type2 diabetes and is insulin dependent. Patient mentioned that in (B)(6) approx. 4 months after the surgery, while he was driving, the implant apparently had fractured. He was not able to step down on his right leg after coming out of the car. In the hospital the x-ray revealed a fracture of the gamma3 nail in the lag screw hole region and displacement of the fracture fragment with an unhealed fracture. The patient is currently admitted to the hospital for revision surgery. It is further reported that the extraction surgery is expected to take place on (B)(6).